Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple intermittent occlusion alarms occurred. Blood glucose (bg) reached over 500 mg/dl with moderate ketones. Bg addressed with manual injections and a supply change.